Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio2 meter classified a blood sample as control solution. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2016. At this time the patient obtained a result of 207mg/dl when they applied a blood sample to the test strip; however this result was flagged as a control solution test by the subject meter. The patient informed the cca that they do not take any medication in order to manage their diabetes and denied making any changes to their usual diabetes management regimen due to the meter issue. The patient denied developing any symptoms as a result of the alleged product issue but claims to have self-treated by taking an unspecified dosage of humalog insulin on (B)(6) 2016. No further blood glucose tests were performed on the subject meter or any other device at this time. At the time of troubleshooting, the cca was unable to resolve the issue, although they noted that the patient's testing method was correct. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.